Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivering the insulin. The customer's blood glucose level at the time of the incident was unknown and current blood glucose level was 298 mg/dl. It was reported that the blood glucose level was 232 mg/dl and the sensor glucose level was 213 mg/dl. The customer stated that blood glucose were high and corrections were not helping using auto mode mid 200 to 400. The customer alleged pump was under delivering and had high blood glucose. It was also reported that the pump had insulin flow blocked error. The customer was advised to monitor and to speak with health care professional about settings as she seems to have an issue when she is out of auto mode with her regular basal rates. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The product will not be returned for analysis.